Event description:
It was reported that after the iab was inserted and the pump was started, the alarms continually sounded. The system was purged 5 or 6 times in an effort to unwrap the balloon. Then, manual inflation and deflation was performed. The alarms sounded again after 10 mins. Fluoroscopy revealed that the tip of the catheter was still wrapped. The iab was removed and replaced without any complications.